Manufacturer narrative:
The device was not returned to olympus for inspection, and the reported failure was no confirmed. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the cleaning brush bristles were clogged in the side hole of the suction valve during a diagnostic upper gastrointestinal endoscopy screening. The procedure was completed using a similar device. There was no patient injury reported.